Event description:
It was reported that the core impaction drill heated up during a case. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
The device heated up due to fraction rub from worn bearings, rotor and the spindle housing. Wear of the spindle housing and rotor will cause them to rub against the drivershaft while worn bearings will rub against the rotor and the driveshaft.